Event description:
On (B)(4) 2012, customer reported that the dxc 800 pro creatinine module erroneously generated 5 erratic patient results. The customer sent in 8 patient results, but only 5 were out of our precision claim of 0.4 mg/dl at 2 standard deviations. No erroneous patient results were reported out of the laboratory. When the erratic results were noticed, they samples were repeated and the results amended. There was no adverse effect to the patient or change to treatment or diagnosis based on the original results. Customer stated that cleaned the creatinine cup and heard a loud noise coming from the module. Customer also noted that they were having erratic recovery on their quality control and patient results. Field service engineer (fse) inspected the instrument and heard grinding noises coming from the stirrer motor in the creatinine module. Fse replaced the module and this resolved the issue. No further issues were reported.